Manufacturer narrative:
E1 complete establishment name: (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2024-0000453. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use aspiration needle did not deploy properly and punctured the sheath during a diagnostic procedure. The needle was properly locked inside the bronchoscope and the depth was set but the needle could not deploy during the second node and second pass. The needle fell outside the sheath while inside the scope instrument channel. The procedure was delayed by 30 minutes. No additional sedation was required. A second needle was opened and calibrated it in the airway that took additional 5-10 minutes while in the middle of the procedure, but the condition of the patient was not impacted by the failure. No reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the needle penetrated the sheath and perforated the sheath because the needle broke through the sheath. The following mechanisms likely caused the needle tube to penetrate the sheath: the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle was caught in the bent area of the sheath. As a result, the needle could not be extended. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. However, the subject device was not returned to olympus for evaluation. Therefore, the reported issue was not confirmed and the cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet.¿ ¿do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument.¿ ¿turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument.¿ ¿if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿ olympus will continue to monitor field performance for this device.